Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The reported condition of a ruptured reservoir was confirmed. Visual examination of the unit determined that the bladder ruptured in a footed position. The root cause was determined to be a manufacturing defect. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. This issue was investigated through corrective and preventative action (CAPA). A batch review revealed there are no nonconformities, failures, rework, or deviations documented in the batch record that could be associated with the reported problem. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported problem. The incorrect manufacturing date was included in the initial medwatch.

Event description:
The facility reported an intermate which had a reservoir rupture during infusion. This condition occurred 5 minutes before the end of the 50 minute infusion period. The device was filled with a 200-ml solution of 1 gm cefepime (manufactured by sagent) in 5% dextrose. This condition interrupted therapy. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4).a request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.